Event description:
During a hemiorrhiodectomy, there was no audible feedback when the device was fired. The surgeon was not satisfied with the formation of the staples. Another device was used to complete the case. There was no consequence to the patient.